Event description:
Related manufacturer reference number: 2017865-2022-01211. It was reported that the patient presented in clinic for implant procedure. During the procedure, it was found that the novel right ventricular lead positioning needed to be adjusted but the lead was unable to be removed from the header. It was further noted that the set screw of the implantable cardioverter defibrillator had become loose. Both devices were discarded. The patient was stable.

Manufacturer narrative:
The reported event of failure to remove the lead from the header was not confirmed. As received, a complete lead was returned in one piece. The helix was found retracted and clogged with dried blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies. The lead was able to be inserted and removed from the header with no restrictions.